Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on an unknown date, the nail broke. No further information is available at this time. This is 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Additional narrative: manufacturing documents were reviewed and no complaint related issues were found. Prod returned to mfg on 8/14/13. Five (5) x-rays received on 8/14/2013.

Event description:
This is 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads and probably also axial loads. Constantly alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfn. The pfn could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects.